Event description:
New hydrothermal ablation unit malfunctioning. Machine skipped hysteroscopy procedure and went straight to ablation. Unit would not allow staff to go back to beginning. Unit removed and older ablation unit utilized for procedure. Sales rep called and did an initial evaluation, machine operating properly, cassettes to be sent in for evalution. Additional staff training on new system scheduled for 12/14.======================manufacturer response for genesys hta procerva procedure set, genesys hta procerva procedure set (per site reporter).======================manufacturer to evaluate cassette to assure it is ok, and there will be additional staff training scheduled for 12/14.======================manufacturer response for hyrdrothermal ablation system endometrial, genesys hta 58001 (per site reporter).======================sales rep came to evaluate system and it tested ok. Initial findings, that staff error contributed to error. Additonal staff training scheduled for 12/14.